Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the customer provided visual data for review. The customer's report was observed during the review of the visual data. The customer was contacted for return of the devic; however, no product has been returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.